Manufacturer narrative:
(B)(4). Batch # = m93j23. The analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining (B)(4) clips as intended. No feeding issues and no scissored clips were noted during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a deep inferior epigastric perforators flap (breast reconstruction) procedure, the surgeon says clips are not loading properly and scissoring. Case completed with another device of the same product code. There were no patient consequences reported.